Manufacturer narrative:
The trend data has been downloaded from the device and provided to the customer. The trend data indicated the device was providing spo2, perfusion index, and pulse rate measurements along with exception codes during the monitoring period captured. The unit was determined to be functioning as designed. The device was returned to masimo and has been evaluated. Through the investigation process, the device passed operational and functional tests.

Event description:
The customer requested the trend data for (B)(6) 2014 and (B)(6) 2014 be extracted from the device. A pt was reported to expire while connected to the device on (B)(6) 2014. The customer stated they were not alleging any malfunction with the device.